Event description:
The hcp reported that programming issues were encountered and the pump was explanted. When attempting to program the pump for a priming bolus following implant in 2005, programming difficulties were noted. The patient was to receive morphine via the drug delivery pump. The patient was treated with oral medication and the pump was subsequently explanted three weeks later. The pump was replaced with a similar device.